Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed. The root cause could not be determined via the data investigation. The transmitter was returned for evaluation. External visual inspection was performed and the transmitter passed. A voltage test was performed and the device held no voltage; therefore the reported problem could not be confirmed via testing. A review of the share logs was performed and a transmitter failed error was found on the issue date. The customer complaint of a transmitter failed error was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure.